Event description:
It was reported that the surgeon experienced difficulty in assembling the device during surgery, and that surgery time was extended approximately 60 minutes.

Manufacturer narrative:
Na